Manufacturer narrative:
This supplemental report is being submitted to correct the device model from 41bx to 43bx and provide additional information from the original equipment manufacturer OEM. The OEM reported that since the subject device was not returned to for evaluation no root cause could be determined. However, based on the information provided, it appears that clinical and/or procedural factors may have impacted on the event as reported. A review of the DHR found no anomalies during the manufacturing of the subject device and lot number.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information.

Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time; however, the instruction manual warns users "inspect the device for any visible damage such as kinks, unwound coil, abrasion at the tip etc. "

Event description:
The service center was informed that at the beginning of a therapeutic percutaneous nephrolithotomy (pcnl) procedure, the tip of the guidewire broke off and fell into the patient. The procedure was completed with a new access site placed. The patient required a prolonged stay and additional procedure to locate and attempt retrieval of the tip. No significant bleeding occurred. The procedure was prolonged by approximately 1 hour. The device fragment was unable to be retrieved. No further harm was reported.